Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had lots of scratches on screen. The customer's blood glucose value was unknown. Customer states insulin pump had rainbow effect has to turn screen to see it. Customer also report insulin pump had rewind anomaly. The insulin pump will not be returned for analysis.